Event description:
It was reported that during use of the pump, there was an ECG waveform and numbers showing augmentation, systolic and diastolic pressures, but there was no ap or balloon pressure waveform. Because of this, the pump was exchanged. There were no associated pt complications.

Manufacturer narrative:
The arrow field service rep investigated this report. He was unable to duplicate the user's difficulty. As a precautionary measure, he replaced the front end board. The pump was tested and returned to service.